Manufacturer narrative:
Info has been forwarded to the mfg facility. Results of investigation pending. A f/u medwatch report will be filed.

Event description:
Wound drain tube "broke off inside the pt when the staff was removing it." Staff was then able to retrieve/remove it using an alternate method, i.e. A surgical procedure.